Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that when catheter was opened, the flushing port seemed smashed and the flushing line could not be attached. The procedure was completed using different farawave catheter. No patient complications occurred. The product is expected to return for analysis.